Manufacturer narrative:
510k: this report is for an unknown 4.0 mm nail locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure on (B)(6) 2022, 4.0mm interlocking screws had could not find purchase in the bone. The screws were switched out and thread purchase was still not successfully achieved. The surgery was successfully completed with a ten minute delay. There was no patient consequence. This report is for an unknown 4.0 mm nail locking screw. This is report 4 of 4 for (B)(4).